Event description:
Health care professional (hcp) reports two fiber leaks noted by blood in the dialysate compartment during the middle to end of the patient treatments. New disposables were used to continue the treatments without incident. Estimated blood loss = 250cc. Both dialyzers were reused prior to the reported events, one was reused 7 times, the other incident was unknown. Hcp reports no patient injury or need for medical intervention.